Manufacturer narrative:
Off label use.

Event description:
On june 11, 2020, rapid medical obtained information about a procedure to coil a brain aneurysm where a comaneci was used off-label. We were informed that a comaneci device was used in an attempt to recover a stent retriever and coil mass that had become entangled. The information indicates that during a coiling procedure of a carotid aneurysm, the surgeon attempted to use a stent retriever as a snare to capture a coil loop that had escaped from the aneurysm, and when that was unsuccessful the surgeon attempted to use a comaneci as a snare to capture the stent retriever and coil mass. In the process, the comaneci became entangled with the coil and stent receiver, which eventually resulted in a migration to the carotid terminus where they remained. We understand that a portion of the comaneci device was recovered, and we are working diligently to obtain that segment for evaluation.